Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 333 mg/dl. The current blood glucose of 400 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea. Customer treated for high blood glucose with bolus and manual injections. The drive support cap appears normal. Run manual prime and fill tubing with current set and reported that the insulin exited at the qr. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.